Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the complete lead was returned. The helix was fully retracted and there was dried blood and tissue noted in the helix and helix housing. An x-ray was performed and the inner coil at the terminal pin looked normal, as expected however, the inner coil at the lead tip section of the lead was fractured. No therapy was available. Evidence suggests that the fracture most likely occurred during extension of the helix.

Event description:
Boston scientific received information that this right ventricular (rv) lead was unable to be implanted as the helix mechanism would not extend. No adverse patient effects were reported. A new lead was successfully placed. This product was returned and analysis was completed.